Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3430 on a vitros 5600 integrated system. A definitive assignable cause of the non-reproducible, higher than expected vitros tropi es result was not established. A vitros tropi es lot 3430 reagent issue cannot be ruled out as a contributor to the event, as there is limited historical quality control data available to assess the performance of vitros tropi es lot 3430. The customer reverted to vitros tropi es lot 3310 following the higher than expected vitros tropi es result obtained on lot 3430 on (B)(6) 2019. However, quality control results were acceptable on (B)(6) when tested using vitros tropi es lot 3430 and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3430. An instrument issue is an unlikely contributor to the event, as precision testing on the instrument indicated that the vitros 5600 integrated system was performing as expected around the time of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
On (B)(6) 2019, a customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The event happened on (B)(6) 2019. Patient 1 vitros tropi es result of 0.691 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).